Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she have to go to the emergency room twice due to high blood glucose and dka. Customer blood glucose reading at the time of the emergency room visit was 600 mg/dl. Customer stated that she was treated and release, but stated that she have to go back to the emergency room next day due to high blood glucose again. Troubleshooting was performed, and the insulin pump since to be programmed correctly. Nothing further was reported.